Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing prolonged ipg charging. No device malfuncton suspected. The patient underwent an ipg replacement and was doing well postoperatively. The explanted ipg was not returned.